Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing concern with the infusion device. Patient stated she has elevated blood glucose levels up to 450 mg/dl. Patient reported despite taking corrective boluses, her blood glucose level remained elevated. Patient's normal blood glucose level was not provided. Patient stated the infusion displayed an e4 (occlusion) error message; she changed the infusion set and tried to supply a bolus but the concern persisted and her blood glucose level remained elevated. Patient reported the doctor and her planned and alternative therapy to decrease her blood glucose level. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. The problem mentioned by the customer could not be reproduced.